Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was moderately tortuous with moderate calcification. It was reported 16 months post stent graft implantation the CT demonstrated a type I endoleak. There was also enfolding of the stent graft, the aortic neck diameter is 22 mm and the cuff is 26 mm, however the cause of the enfolding is unk. The physician elected to angioplasty the stent graft and place a palmaz stent and the endoleak was resolved.